Event description:
It was reported that the device was fractured. A guidezilla guide extension catheter was selected for use. Upon unpacking, it was noted that the device was fractured. The procedure was completed with another of the same device. No complications reported and patient was stable.

Manufacturer narrative:
D4. Corrected lot number: 0024548916. Device evaluated by manufacturer: the device was returned for analysis.the hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed a flat spot on the distal shaft 5.6cm from the tip. Microscopic inspection revealed no additional damages. There is blood present inside the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the device was fractured. A guidezilla guide extension catheter was selected for use. Upon unpacking, it was noted that the device was fractured. The procedure was completed with another of the same device. No complications reported and patient was stable.